Event description:
It was reported by that the ventilator graphic user interface (gui) display experienced an unspecified malfunction. The device was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse determined that the gui printed circuit board (pcb) needed to be replaced. Unsuccessful attempts were made to obtain additional information regarding the reported gui malfunction. The completion of the repair is on hold pending a repair quotation.(B)(4).